Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5080217.

Event description:
It was reported that the patients lead migrated and was coming out through the skin. All device components were explanted and were not returned due to hospital policy. The patient was doing well postoperatively.